Event description:
It was reported that during the implant attempt, after introducing a guide wire into the lumen of the lead, it was very difficult to move and advance the guidewire inside the lead and out to the lead tip. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood/body fluid on all conductors (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood/body fluid on all conductors (not obstructed).